Event description:
It was reported that the 9600 system shut down during a case. The 9600 system could not be rebooted and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The boards and connectors were re-seated during the svc call. The system was tested, and found to be working as intended, and put back into svc.